Event description:
The patient had a g2 inferior vena cava filter placed. The filter migrated above the renal veins. Clot occurred that extended from the filter to the bilateral femoral vessels including renal vein thrombosis and acute kidney injury. Tpa was administered.